Event description:
Pt has had excessive bleeding and cramping since implantation of device. Pt has been bleeding non stop since (B) (6) 2010. Pt has pain that is being treated with vicodin. Physician states that patient is facing a hysterectomy.